Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, there have been no other complaints reported for this failure mode within this lot. Macroscopic and microscopic evaluation was performed on the device. During the inspection, it was noted that the wire kinked at many point along its length. The distal coil was stretched and the core wire was exposed. The core wire was twisted in a helical shape and broken but the distal section was still attached to the solder dome and stretched distal coil. A portion of the sensor was broken off. The helical deformation of the core wire indicates significant torque was applied against resistance. The user likely torqued the wire while it was in the lesion, causing torque stress and an eventual separation of the core wire with further force. The product IFU indicates not to torque or advance the device against significant resistance. The kinked condition of the wire indicates it was handled roughly post-use. The sensor damaged likely occurred between the time it was removed from the patient and when it was received at volcano. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities. No further action is required or anticipated at this time.

Event description:
As reported, the wire was advanced to the lesion but resistance was encountered and the device was removed without any abnormal resistance. No patient injury occurred. During investigation of the device, it was discovered that a portion of the sensor was detached from the device. This case is being reported out of an abundance of caution.